Event description:
During cardiomems implant procedure the physician went past the desired target location with the cardiomems delivery catheter. As the physician pulled the catheter back, both the catheter and abbott command guidewire retreated back in to the main pulmonary artery. When attempting to advance the guidewire and delivery system in to the target vessel again, the guidewire would not advance. Both the guidewire and delivery catheter were then removed from the patient and flushed. A swan ganz catheter was then placed in the target location and the guidewire was advanced again. After multiple attempts in the wrong branch the guidewire was successfully advanced into the correct target location. The swan ganz catheter was then removed and the guidewire retreated with it. The swan ganz was placed in to the target location again and after multiple attempts in the wrong branch the guidewire was again successfully placed in the correct target location. At this time the patient experienced hemoptysis and the procedure was aborted. The patient was suctioned and maintained oxygen saturations throughout the hemoptysis. No further intervention was required to resolve the hemoptysis. The patient was admitted to the ICU for observation and released after 24 hours. A second implant attempt was made on (B)(6) 2023, and the patient was successfully implanted without issue.

Manufacturer narrative:
One cardiomems sensor delivery system was returned with catheter assembly, hub intact and sensor tethered. Visual inspection of the sensor showed no gross damage. The returned sensor was found to be within specification for width and thickness. Inspection of the length of the catheter was found to be normal, with minimal kinking. Also, inspection of the length of catheter identified no gross damage or sharp edges and was within specification. The returned catheter outer diameter was found to be within specification per. Visual inspection of the skiving portion of the catheter was found to be normal per (B)(4) rev. E. The results of the investigation are that there are no device abnormalities identified that would have contributed to the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.